Manufacturer narrative:
Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient felt uncomfortable stimulation. The patient stated it would suddenly get stronger, to the point where they couldn't stand it and it was hurting them. The patient went on to say that it had been at normal settings, so they lowered stimulation to resolve but then they had a return of symptoms/leakage. It was reported the patient had a fall, last fall, where they fell backwards and hit their head. The patient stated they had an appointment next month and they were going to possibly see if they could get in earlier. No further complications were reported as a result of this event.